Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that there was a line down the side of the reservoir which appeared to look like a crack. The pump failed the high pressure test with the reservoir. The customer stated that there was moisture on the outside of the reservoir.